Event description:
Customer states during patient use, a doctor confirmed the cuff was torn after intubation. The cuff was tested prior to use and did not have any problem at that time. Lubricant used was xylocaine jelly. The caller stated no patient harm. The caller confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.